Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports fluoro failed during procedure and staff moved the pt to another room for completion of the procedure. Customer did not provide any procedural or pt information, other than to say, procedure on female pt completed without further event. No reported injury.